Event description:
It was reported that during several unk procedures the hand piece has been giving them trouble for several cases. Cases completed with another hand piece. No consequences to the pts.